Manufacturer narrative:
(B)(4). It is unknown which screw fractured- catalog #- 180560, 180558, 180554, or 180555, lot #- 359310, 114930, 541720, or 581970, expiration date- dec 12, 2026, apr 19, 2027, jun 17, 2026, or dec 11, 2023. (B)(4). Concomitant medical products: comprehensive reverse glenosphere mini baseplate w/ taper adapter pn010000589 ln004350, comp rvrs shldr glnsp std 36mm pn115310 ln635870, comp primary stem 16mm mini pn113636 ln590350, comp rvs tray +5mm co 44mm pn115375 ln208790, arcom xl 44-36 std +3 hmrl brg pnxl-115364 ln812420. (B)(6) 2016, (B)(6) 2017, or (B)(6) 2013. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the surgery has not yet been scheduled. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty. Subsequently, the patient has been indicated for an upcoming revision due to a fractured screw in the baseplate. No further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of provided patient x-rays. The subluxation/dislocation of the glenosphere is being attributed to superior positioning of the baseplate which is being attributed to the screw fracture which was stated to be possible trauma-related. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.